Event description:
It was reported that this 75 y/o male patient's left shoulder was revised. Full revision of reverse shoulder due to glenoid loosening. Loosening of glenoid and humeral component. Revised to djo hemi. Patient was last known to be in stable condition following the event. Device is not returning.

Manufacturer narrative:
(H3) pending evaluation.

Manufacturer narrative:
The reason for revision reported cannot be confirmed from the information provided but may be the result of glenoid loosening, humeral loosening, prosthesis wear, infection, and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. H6: corrected component, and investigation clinical codes.